Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed, data was collected on all patients who underwent liver resection from 2009/2012 to 2001/2015 and robotic resection patients (n=16) were matched 1:1 to patients who underwent open surgery (n=16). For the open procedure,bipolar forceps or clips were used, and for the robotic procedure, a specimen retrieval bag was used. For open procedure, intra-operative complications were 1 bleeding and 2 bile leaks while post-operative complications were 1 gastrointestinal , 4 pulmonary, 2 ascites, 1 fluid collection requiring drainage and 4 others.